Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) would not properly secure the lead during the implant procedure. The screw was loosened and retightened and the lead was properly secured. However, the physician expressed concern and requested a new device. No adverse pt effects were reported.

Manufacturer narrative:
The device was returned and analyzed. All setscrews moved freely upon return. Microscopic examination revealed that a portion of the df+ (proximal) setscrew threads were flattened. There was also damage noted in the df+ terminal block. This indicated that the setscrew was cross-threaded in the terminal block. All other setscrews had normal wear.